Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient experienced high blood glucose level due to bent cannula with two infusion sets. Consequently, on (B)(6) 2020, she went to the emergency room with blood glucose level of 700 mg/dl. She had high ketones which her health care professional assessed as dangerous/life threatening. During her stay in the emergency room for a couple of hours, the patient did not receive any treatment as her condition was stable. Subsequently, as she was stable and had blood glucose level in 400s mg/dl, she was admitted to the hospital. Moreover, the infusion set had been used for less than three days and the patient did not notice any damage when the package was first opened. During hospitalization, she received saline and insulin as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Moreover, it was stated that the patient had replaced each infusion set after event and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.